Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the unit shuts down abruptly was unconfirmed. The unit was charger to 100% and let discharge to 0% which took 3 hours 31 minutes and 54 seconds. The charging port was also tested by turning the battery switch off and moving the charger. The unit did not shut off from the test. The reported issue is unconfirmed. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: boots up to main screen and shuts off. When turned back on will boot up and then immediately shut off, even when plugged in.